Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the diagonal artery. A 2.50mm x 12mm emerge¿ balloon catheter was advanced over a non-bsc guidewire. The physician inflated the balloon successfully. Upon removal it was noticed the balloon was stuck on the guidewire and both devices were removed from the patient as one. No patient complications were reported and the patients¿ status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).